Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused hypoxia, acute respiratory infection, viral pneumonia, chronic obstructive pulmonary disease and respiratory failure. The patient did receive medical intervention and reported to be hospitalized, on oxygen and now has to take prescribed inhalers. The patient reported using an ozone based disinfection device. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused hypoxia, acute respiratory infection, viral pneumonia, chronic obstructive pulmonary disease and respiratory failure. The patient did receive medical intervention and reported to be hospitalized, on oxygen and now has to take prescribed inhalers. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.